Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced 3 infusion sets cannula kinked event on (B)(6) 2024. The event occured within three hours of insertion. The site of insertion was at abdomen. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 197 mg/dl and was treated with correction bolus via pump. The patient resolved the issue by replacing infusion set and resumed insulin. Unomedical do not see kink as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kink slightly. No further information available.